Manufacturer narrative:
(B)(4). Additional information: it was further noted that there was a brittle fracture surface on the tubing. The cause of the reported condition was determined to be an excessive force suddenly applied to the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was received and is being evaluated. Initial visual inspection of the device confirmed the reported issue. The tubing was found broken at the junction of the white luer. The portion of the broken tubing was found still inside of the white luer. A batch review was conducted and revealed that the product met all of the acceptance criteria for release during the manufacture of this lot. Upon completion of baxter's investigation or should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow controller at the end of the tubing on an infusor had broken away from the tube. There was no patient involvement.